Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on 2018-apr-25. It was reported that the cause of the abscess and infection/meningitis was not determined. It was clarified that the event was unresolved at time of study exit as an adverse event occurred and the patient could no longer be followed.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: (B)(6) 2009, UDI#: (B)(4), implanted: (B)(6) 2008, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on 2018-mar-29 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient broke their femur in (B)(6) 2017 and reported a blood clot in (B)(6) 2017. On (B)(6) 2017, the patient called to report pain around the pump and a stiff neck. The patient was hospitalized. Diagnostics included magnetic resonance imaging (MRI) with contrast on (B)(6) 2017, which revealed diskitis with a small paravertebral abscess/collection at l1 to l2. Laboratory testing was performed on (B)(6) 2017, which revealed streptococcus agalactiae meningitis. On (B)(6) 2017, an infection was reported and the patient requested explant. The hospital explanted the entire system on (B)(6) 2017. The event resulted in in-patient hospitalization, an emergency room visit, and resulted in a life-threatening illness/injury. The clinical diagnosis was epidural abscess and the programming date from the most recent refill prior to the event was (B)(6) 2017. The outcome indicated the event was unresolved at the time of study exit/death/study closure. The etiology indicated the event was possibly related to the device/therapy and unlikely related to the implant procedure. The intrathecal site was identified as a factor in this event. No further complications were reported or anticipated.